Event description:
Complainant has stated that she purchased the test and then the refills two days later, and she received 3 false positives including once with her husband's urine. She stated that she has read online about other problems with this product and false positives including up to water. When she received the positives, she went to her physician's office and was checked out and it was determined to be false. She has not had any previous problems with false positives.